Event description:
Treatment of an ophthalmic artery aneurysm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the first implant coil prematurely detached and was removed from the patient. Another implant coil of the same size was implanted in the patient to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil already detached. The pusher assembly was found broken into two segments at approximately 6.5cm from the proximal end, but the broken segments were retained together by the pulled release wire. The evaluation could not determine the cause of the event; however, the tortuous anatomy of the patient may have contributed to the reported event. Per the axium coil instructions for use (IFU): warning: due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).